Manufacturer narrative:
Other applicable components are: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator f or non-malignant pain and cervical radiculopathy. It was reported that the patient fell twice on (B)(6) 2019 and there were high impedances on electrode one. The rep did not perform any actions because the patient was not using electrode one. The issue was not resolved at the time of the event and surgical intervention was not planned. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.